Event description:
The customer reported that they were getting a "speaker malf" inop. No patient harm was reported.

Manufacturer narrative:
(B)(4): this complaint is deemed reportable since philips does ot have enough data to verify that there was sound coming from the speaker. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.